Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic for device check. Device interrogation revealed high pacing impedance and high capture threshold on the right ventricular lead. The lead was programmed to a unipolar configuration successfully. Patient was in stable condition with no adverse events and would continue to be monitored.